Manufacturer narrative:
The following information has been communicated to roche customers: roche has confirmed performance issues with certain lots of the elecsys anti-ccp assay on the cobas e 411 analyzer; modular analytics e 170 module; and cobas e 601, 602, and 801 modules with plasma samples. The following customer observations have been reported: 1. Discrepant results between serum and plasma samples from the same blood draw of a given patient: negative results (< cutoff) on serum and positive results on plasma samples. 2. Discrepant concentrations obtained on plasma samples when comparing different reagent lots. Serum samples are not affected and do not require a workaround. It is strongly advised to use the elecsys anti-ccp assay with serum samples only for the affected lots. Roche is conducting an investigation into the reported issue and has determined that the elecsys anti-ccp assay is strongly affected by pre-analytical errors. The investigation has reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Therefore, we would like to emphasize the importance of following the pre-analytical sample handling recommendations when processing samples (serum and plasma).

Manufacturer narrative:
The investigation is ongoing. The event occurred in (B)(6).

Event description:
This event was previously reported to FDA as voluntary malfunction summary reports, submission numbers 1823260-2019-90146 and 1823260-2019-90149. The event is now being reported as an individual MDR due to an anticipated recall of the device. A supplemental report will be filed with the recall number when the recall is filed with FDA. The initial reporter complained of a questionable elecsys anti-ccp immunoassay results for 2 patient samples tested on a cobas 8000 e 602 module with reagent lot 368033 and a cobas 6000 e 801 module with reagent lot 268029. This medwatch will cover reagent lot 368029 with the e 602 module. Refer to medwatch with patient identifier (B)(6) for information on reagent lot 368033 with the e 801 module. For patient sample 1 the initial result was 40.8 u/ml on the e 602 and the repeat results were <7 on the e 602 module. For patient sample 2 the initial result was 20.6 u/ml on the e 602 and the repeat results were <7 on the e 602 module. There were questionable results reported outside of the laboratory. There was no allegation of an adverse event. The e 602 and e 801 module serial numbers were not provided.